Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 258182.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) leads repositioning procedure due to lead migration. The patient was doing well postoperatively.